Manufacturer narrative:
H10: manufacturing review: the device history records were not requested as the lot number reported is unknown.investigation summary: the physical device was not returned for evaluation. No photos were provided for review. Therefore, the investigation is inconclusive for the reported failure as no objective evidence was provided for review. A definitive root cause for the alleged adverse event without identified device or use could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required.h10: b. Swain, r. Castelhano, k. Litton and a. Chaudhry (2021). Core needle biopsy causing a pseudoaneurysm in the breast. Annals of the royal college of surgeons of england, 104(1): e21-e24. Doi: 10.1308/rcsann.2021.0099h10: g3, h6(method)h11: h6(result, conclusion)h11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal of " annals of the royal college of surgeons of england" titled, "core needle biopsy causing a pseudoaneurysm in the breast", that sometime post an ultrasound guided core needle biopsy of the breast lesions, the patient allegedly developed with hemorrhage and was controlled with manual pressure. It was further reported that patient developed with pseudoaneurysm and underwent a left round block wire guided local excision. The current status of the patient is unknown.

Manufacturer narrative:
H10: as the lot number for the device was not provided, a review of the device history records could not be performed. The device has not been returned to the manufacturer for evaluation. However, images were provided for review. The investigation of the reported event is currently underway. H10: b. Swain, r. Castelhano, k. Litton and a. Chaudhry (2021). Core needle biopsy causing a pseudoaneurysm in the breast. Annals of the royal college of surgeons of england, 104(1):e21-e24. Doi: 10.1308/rcsann.2021.0099 h11: section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported in an article in the journal of " annals of the royal college of surgeons of england" titled, "core needle biopsy causing a pseudoaneurysm in the breast", that sometime post an ultrasound guided core needle biopsy of the breast lesions, the patient allegedly developed with hemorrhage and was controlled with manual pressure. It was further reported that patient developed with pseudoaneurysm and underwent a left round block wire guided local excision. The current status of the patient is unknown.